Manufacturer narrative:
The test strips were received for investigation. Section d9 was updated. The customer¿s returned strips were tested with a retention meter and controls. Control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 42, 43, 42 mg/dl. Level 2: 299, 301, 300 mg/dl. All returned results were within the acceptable range. No information was provided in the complaint that would point to a cause for the discrepant results. The test strips were investigated further. The strip vial and desiccant were inspected and were acceptable in appearance; however, the vial cap hinge was partially broken off. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results, and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of high glucose results for multiple patient samples tested on an accu-chek inform ii meter. The customer alleges that when a comparison is made with a laboratory analyzer (cobas 8000 system), the inform ii meter results show an "overestimation that can exceed 35%." The specific results were requested but have not been provided.